Manufacturer narrative:
H11: additional information was received through the follow up and the file was reassessed for reportability. Based on the updated information there was no serious injury or patient harm and therefore, the case determined to be a malfunction. The catalog number identified in section d4. Has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2. And g4. Manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received, and therefore the physical investigation was not possible. The user report and the provided images contain information regarding catheter helix break. After review of the provided images helix break can be confirmed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b2, b5, g3, h1, h6 (patient, component, method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. After operating period, the catheter malfunctioned, as no fluid was observed draining into the collection bag. Upon removal, a broken spring was found at the handle. The procedure was completed using another device. There was no patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and a video was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure via femoral artery using a rotarex device. It was reported that after operating for a period, the catheter malfunctioned with no fluid draining into the collection bag. Upon removal, a broken spring at the handle was noted. The spring failure increased surgical trauma and prolonged the operation duration. The procedure was completed using another device. The current status of the patient is unknown.